Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from their left ventricular (lv) lead. Intermittent diaphragmatic stimulation was also noted. The clinic was not able to reproduce so no actions were taken. An additional appointment was scheduled. It was reported that during the follow-up visit, the lv lead was noted to have high thresholds. Intermittent phrenic nerve stimulation and twitching was observed only when lying on the patient's side. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.